Event description:
Provider states the rollator wants to fold up when hitting a bump or anything like it.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.